Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding unknown patients. It was reported that different patient had spoken to her healthcare professional (hcp) and her hcp had told her that other patients with the pump implanted had reacted the same way. No further complications were reported.